Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6) . This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement.